Manufacturer narrative:
Dtba1d1crt-d implanted: (B)(6) 2016; 694758 lead implanted: (B)(6)2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing on stored electrograms (egm). It was noted that the patient had their device checked because they experienced weakness. It was suspected that the cardiac resynchronization therapy defibrillator (crt-d) delivered a shock for a rapid ventricular response episode because an atrial arrhythmia was in progress when the shock was delivered. The ra lead and the crt-d remain in use. No further patient complications have been reported as a result of this event.